Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. Hcp was planning to "have the patient come back" to make sure the motor stall has recovered. The patient went home after the motor stall occurred. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the stall recovered in hours; patient was without injury. Drugs delivered via the device were morphine, bupivacaine.

Manufacturer narrative:
(B)(4).